Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in a lead configuration change to bipolar. Oversensing of noise was then observed in bipolar configuration. Boston scientific technical services (ts) discussed potential causes. The lead configuration was programmed back to unipolar and pacing impedance measurements were noted to be within normal limits at 450 ohms and no noise was observed. No adverse patient effects were reported. This product remains in service and the physician plans to continue monitoring.